Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault was confirmed via log file analysis. A review of the log files contained overlapping data spanning approximately 33 days (5apr23 ¿ 7may23, 1jan2001 per timestamp). Starting 07may2023 at 18:20:41, yellow wrench and replace controller alarms were active due to backup battery test circuit faults. The alarms did not resolve before the driveline was disconnected at 18:23:49, consistent with the reported controller exchange. No other notable alarms were active in the log file. The heartmate ii system controller (s/n: (B)(6)) and was returned for analysis. The system controller passed functional testing without issue. The controller was connected to a mock circulatory loop and was able to support pump function for multiple days. The backup battery test circuit faults were not able to be reproduced. Per the provided information, it was unknown which backup battery was in use during the reported alarms. A root cause for the reported events was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including replace controller and yellow wrench advisory alarms. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿, states that the 11 volt lithium-ion backup battery has a limited life, 36 months from manufacture date. In addition, section f entitled ¿safety checklists¿ states that the number of months remaining until the backup battery will expire is displayed on the system monitor. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a controller exchange on their own on (B)(6)2023. This was due to a message that read "controller fault, change controller". After the patient presented to the emergency department on (B)(6) 2023 it was found that the patient's current controller had an expired emergency backup battery (ebb), so the ebb was removed from the exchanged controller and installed in the current controller. A review of the log files revealed a replace controller alarm on (B)(6) 2023 at 1820. The log also contained an internal ebb error code during the onset of the alarms. The driveline appears to have been disconnected from this controller on (B)(6) 2023 at 1823.